Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated on 4 patient samples with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system when compared to other testing platforms. Initial samples generated positive results for sars-cov-2 with 3 of the cobas® liat® systems. The new samples were recollected and repeated on other unknown testing platforms and the results were negative. The results were reported to the patients. No harm is alleged. An investigation is ongoing. Per the FDA guidance four (4) mdrs will be filed one per patient.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Data assessment indicated no signs of systematic issues were present on any of the instruments. Moreover, the CT values generated for the runs alleged are indicative of samples nearing or below the limit of detection (lod) of the assay. Wavering results may occur with samples near or below the lod. (B)(4).

Manufacturer narrative:
Corrected the reagent lot # and subsequently updated the expiration date. 1 sample used lot# 10222y (MDR 2243471-2021-02064). 1 sample used lot# 10308y (now reflected in this MDR). 2 samples used lot# 10308z(mdrs 2243471-2021-02065 and 2243471-2021-02066). Corrected device code from false positive result to not reproducible results. (B)(4).